Manufacturer narrative:
The catheter involved in this incident is not available for investigation and evaluation. Without actual product, a complete analysis cannot be conducted. Additionally, the customer was uncertain of which device (lot number) was involved in this incident, therefore the customer conveyed two lot numbers to I-flow, they are:442487 and 452705. As initially reported, the catheter was placed in the joint, which may have contributed to the reported incident. Furthermore, we conducted an investigation on previous catheter break incidents in order to show whether there is any change in the trend or not. The catheter break failure rate was calculated since 2002 by dividing the nunber of total catheter breaks over the total number of catheters shipped and it was found that there has not been any change in the trend observed. The risk analysis of a catheter break also showed that the catheter breaks are occurring within the estimated risks limits. I-flow implemented a corrective action (qa-451) in 2004 to improve the catheter tensile strength and to increase the catheter wall thickness. In addition, I-flow has prepared several catheter placement guides and technical bulletin have been prepared for different surgical procedures in order to prevent and decrease catheter breaks. Please see the attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantion of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
I-flow was notified that a small piece of the catheter broke off and was left in the patient a shoulder surgery. The catheter was placed in the joint. The location of the broken segment is pending x-ray findings.